Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed to alarm for a arytmia. The device was use at time of event, there was no adverse event reported.

Manufacturer narrative:
A field service engineer (fse) went onsite and tested the devices for all alarms and arrhythmias, and the devices produced the expected alarms. The log files obtained and the rhythm strip were reviewed by a clinical specialist (cs) who noted that at 12:36:22 a high heart rate alarm occurred with a heart rate of 132 greater than 130. At 12:36:23, as the heart rate continued to increase, the system triggered an extreme tachycardia alarm with a rate of 204 greater than 150. According to the star arrhythmia alarm chain, extreme tachycardia is a ***red alarm. Svt and heart rate high are *yellow alarm. The rhythm strip provided shows a run of svt with a run of 6 beats and a heart rate of 200, but the system issued a higher priority alarm for extreme tachycardia alarm instead of svt. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
The customer reported that on (B)(6) 2024, the patient information center ix failed to sound an alarm for an svt arrhythmia alarm for bed ICU-10 at 12:36:18. The device was use at time of event, there was no adverse event reported.